Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse reported via phone call that the customer was unable to remove the battery cap and the insulin pump ran out of power. Because of this issue, the customer stated her blood glucose raised and had to go to the emergency room. Blood glucose value was 277 mg/dl. It was advised to remove the battery cap with a quarter; they were not able to remove it. They were then instructed to use a large flathead screwdriver; they were able to remove the battery cap. Customer was advised to monitor the insulin pump and a battery cap replacement would be sent.